Event description:
It was reported that a ptca/stenting treatment procedrue, the quantum maverick monorail balloon ruptured at 8 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the mid lad coronary artery. The physician used a 7f terumo introducer sheath for vascular access and a whisper .014" guidewire and a 6f cyber guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another quantum maverick 4.0/15 mm balloon to successfully complete the lesion predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.